Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated. As such, a root cause for the reported event could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Health effect - clinical code (appropriate term / code not available): lactic acidosis. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they had a patient in the sicu who was brought emergent into the operating room due to a gastric perforation. The surgeon suspects it was caused by her dobhoff tube. Per additional information provided on march 14, 2025, the dobhoff tube was inserted on (B)(6) 2025. The perforation was detected on (B)(6) 2025 via CT scan which showed there is intraperitoneal free air and free fluid. Majority of air appeared centered along the stomach, suspicious for gastric perforation. The perforation was also detected in the operating room. As a result of the perforation, the patient presented hypotension, abdominal distension, tachycardia, increased lactic acid, and increased use of vasopressors. Per the physician's notes, they performed an exploratory laparotomy, graham patch at the level of the fundus, and abthera wound vac placement. The patient is currently in critical status in the ICU.